Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. There was no known accident or incident related to this complaint. Additional information received reported that impedances were checked and were all above 4,000 ohms. The patient met with his hcp and was scheduled for a revision and new implant in early (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.